Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was being treated for high blood glucose levels at her healthcare professional's office. The customer was also hospitalized with blood glucose levels of over 478 mg/dl on (B)(6) 2010. It was also stated that the customer was receiving no delivery alarms. Troubleshooting was not possible at the time of the call. Nothing further was reported.